Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the clip was not properly ligated. Unknown how case was completed. There were no adverse consequences for the patient.